Manufacturer narrative:
The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when they used the towel (torg-0101c-1) to dry the patients limb following it being cleaned with dynahex, that the towel leaves small green flakes or lint on the patient's limb. These pieces were removed from the patient. There was no patient injury involved in the event. The sample has been discarded and will not be returned.